Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Reference MDR# 2031527-2016-00355 for an event that occurred with the same patient for a type iiia endoleak four (4) years post-op, aneurysm sac enlargement, and re-intervention where an infrarenal aortic extension was implanted to treat the endoleak.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. Approximately six (6) years post-op the patient presented emergently with abdominal pain and a potential endoleak with unknown origin, and hypotension indicative of a ruptured aneurysm. A CT scan was performed with no success in identifying the location of bleeding. A re-intervention was performed where the stent graft was successfully re-lined with a new afx bifurcated device and proximal cuff. As of the date of this report there have been no additional patient sequelae reported. The patient's status is doing well and no additional information was provided.